Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic for routine follow-up. Upon interrogation the implantable cardiac monitor exhibited intermittent under sensing on stored electrocardiograms. The device was reprogrammed and the patient would be monitored.